Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the device was installed and put into use in (B)(6) 2025. On (B)(6) 2026, during a surgical procedure, no image was displayed after the scope was connected to the main unit. Inspection revealed a crack at the root of the connecting cable. Verified with cssd: no cracks were found prior to sterilization." No negative impact in state of health reported. It was reported that the surgery was prolonged by 35 minutes.